Event description:
It was reported that the devices were used during a lobectomy. It was reported by the affiliate that the (2) tx30b devices were empty. There was not pt consequence. The devices were discarded.